Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer displayed an error message when printing. There was also an error when navigating to a different test. Technical services had the caller cycle the power, which will clear the error message. The programmer remains in use. No patient complications have been reported as a result of this event.